Manufacturer narrative:
B5; no adverse consequences were reported. H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the head of the bur broke. It was also reported that the event contributed to a 10 minute delay. It was further reported that no medical intervention and no adverse consequences occurred. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting for device return to manufacturer.

Event description:
It was reported that during a surgical procedure, the head of the bur broke. It was also reported that the event contributed to a 10 minute delay. It was further reported that no medical intervention occurred. No further information was provided. It was further reported that the procedure was completed successfully.